Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: 0300610000-2019-8012. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left subclavian vein using an indigo system separator 8 (sep8). During the procedure, the physician completed approximately four passes in the target vessel using the sep8 and indigo system aspiration catheter 8 (cat8). On the next pass, the physician noticed that the tip of the sep8 had broken off in the pulmonary artery under fluoroscopy; therefore, the physician attempted to suck out the the tip using the cat8 but was unable to retrieve it. Subsequently, the tip was left inside the patient. The physician was able to get the rest of the clot out, and the procedure ended at this point. There was no report of an adverse effect to the patient.